Event description:
It was reported that after the procedure the pt experienced a stroke. The pt had two bi-lateral endarterectomies performed on the left internal carotid artery and the stenting procedure was performed because of restenosis due to the stent or vessel.